Manufacturer narrative:
Devices from the same lot as the suspect product were returned for evaluation. The complaint was confirmed, and the root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a peripheral vascular procedure, the wire was wiped clean right out of the saline wire bowl. During a catheter exchange, the team experienced some difficulty in backing the catheter out of the body over the guide wire. When observing the wire close-up, the account alleges that the black jacket coating was ruined. A torque device was used with this guide wire due to the patient's calcified vessels. A new guide wire was used to complete the procedure, with no adverse consequences to the patient.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.